Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 10:26 am, the patient obtained the blood glucose reading of 422 mg/dl, and he experienced the symptoms of being tired and his legs were warm. The patient did not test for ketones. The patient administered self-treatment by taking 6.0 units novolog insulin via a syringe injection; he did not seek any medical attention. The patient obtained a pump loss of prime alarm at 7:00 am after he had changed and refilled the insulin cartridge. Troubleshooting revealed the patient's technique was incorrect, by not cycling the cartridge plunger twice within the cartridge prior to filling it with insulin, as recommended by the manufacturer. There was no evidence the cartridge or the pump were not functioning appropriately. The patient's technique was incorrect by not cycling the new cartridge. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4):the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge and the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.